Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/22/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please provide the lot number ot staff discard the suture foil , that is why unable to provide lot no. Were there any patient consequences? No. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) ot head. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it received a winding former with a suture of product code nw2421. Additionally, a photo was provided, and it showed the same condition of the received sample. Upon visual assessment of the winding former, it was noted that the needle was not returned for evaluation. The suture could not be dispensed since has began with the process of degradation and the time of exposure of sutures to the environment could not be determined. This caused the needle to be detached from the suture. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported from the analysis of the returned product that suture degradation was observed. It was reported that the suture material was separated from the needle in the pack itself. There were no patient consequences. Additional information was requested.